Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this device declared end of life (eol) due to increased charge times of greater than 30 seconds. To date, there have been no adverse patient effects reported.